Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening(extended) on anterior. Leak test and microscopic analysis was performed which identified sharp opening on anterior, striated opening on anterior, delamination(partial) of the valve, creases fold and wear abrasion. Based on the device analysis the final assessment is a striated opening on anterior due to surgical damage consist in the use of a surgical tool, a sharp opening on anterior (valve bond edge) due to an unidentified(tear) opening, and a delamination(partial) of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.